Event description:
Subject was not resuscitated. Date of incident is unk. (B) (4).

Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: subject was in a non-shockable rhythm (no shock was advised/no shock delivered). Device did not cause or contribute to outcome.